Manufacturer narrative:
H3, h6: the product with unopen samples was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. An adverse trend investigation was conducted; no trend could be identified. The specific root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by other healthcare professionals, the consumer experienced discomfort in the right eye a few weeks ago while on a vacation. Consumer consulted a physician and was prescribed ciprofloxacin eye drops, with the frequency of four times a day for one week as directed. After discontinuing the medication, the consumer reported redness in the eye and sensitivity to light. Consumer also stated that they did not sleep with contact lenses. The consumer was later diagnosed with a peripheral corneal ulcer in the right eye and was prescribed loteprednol/tobramycin eye drops with the frequency of four times. The consumer had discontinued the use of contact lens. The current status of the consumer¿s eye was symptoms improving at the time of this report. No additional information has been requested.